Event description:
Medtronic representative reports device was removed due to infection. The device was not returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.